Event description:
Reported via literature article: it was reported thrombosis occurred. An 81-year-old man with long-standing atrial fibrillation, two prior cerebral infarctions, traumatic subarachnoid hemorrhage, and hypertension was referred for percutaneous left atrial appendage closure. He had been receiving rivaroxaban 10 mg once daily. In (B)(6) of unknown year, a watchman device was implanted, and aspirin 100mg was initiated in addition to rivaroxaban. Two months later, transesophageal echocardiography revealed a 2mm peri-device leak without device-related thrombosis (drt), and aspirin was discontinued. However, dense spontaneous echo contrast persisted in the left atrium. He sustained an orbital floor fracture after a fall, and his regimen was switched to aspirin monotherapy in (B)(6) the following year. In may that year, transthoracic echocardiography showed new-onset left ventricular dysfunction. Coronary computed tomography in (B)(6) unexpectedly revealed a massive thrombus extending from the watchman device across the left atrial roof toward the right pulmonary vein, with a small thrombus in the right atrium. He was admitted and treated with continuous intravenous heparin targeting an activated partial thromboplastin time >70 seconds. The thrombus decreased in size, with d-dimer improving from 12.0 to 1.9 ug/ml, although complete resolution was not achieved. No thrombophilia was identified. Warfarin was avoided due to his prior subarachnoid hemorrhage, and he was discharged on edoxaban 30 mg once daily. Fortunately, no embolic events occurred during hospitalization.

Manufacturer narrative:
Citation: motoyoshi, t., yamagami, s., tanaka, k., masuyama, k., okumura, m., yasuda, s., amano, y., hagiwara, y., sutani, s., okuda, t., nagatomi, o., uchida, y., noguchi, y., nakagawa, s., yamane, k., sakamoto, j., tamaki, t., enomoto, s., miyake, m., kondo, h., and tamura, t. (2026). A rare case of massive intra-atrial thrombosis extending beyond a watchman device following left atrial appendage closure. Journal of the japanese circulation society, 90(supplement I), 2706. Case report crj20-2. B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.